Event description:
It was reported that during service and repair pre-testing it was discovered that the foot control device had "damaged housing and damaged cable". This event was not related to surgery. There were no injuries or medical intervention or prolonged hospitalization associated with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
Device evaluation: the device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The assignable root cause was determined to be due to normal wear and use over time.